Event description:
Information was received from a consumer regarding a patient currently receiving fentanyl and hydromorphone (concentrations and doses unknown by the reporter) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016 it was reported by the patient that since implant, the pump was up too high and was right at the rib cage and not working. The patient's hcp (healthcare professional) thought the pump was up too high and the medicine wasn't going where it should be. The hcp wanted to do surgery.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the pump was uncomfortably high and was surgically moved. A dye study was performed, and the catheter was patent. Surgical revision took place on (B)(6) 2016. It was noted the reason for the medication not going where it was supposed to was because the catheter was kinked. The proximal section of the catheter was replaced. Patency was confirmed intraoperatively. It was noted the issue has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.